Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device manufactured between: july 05, 2018 to july 06, 2018. Two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak from the spike port was observed on both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.